Event description:
The complainant reported that during impella 5.5 support, it was recommended to have an echocardiogram done on the patient to check placement considering one had not been done for a few days. The staff agreed and an echocardiogram was ordered. White blood count was elevated so the patient was started on antibiotics and cultures were sent. The day after the patient had ventricular tachycardia episode early that morning. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Tachycardia/infection: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.